Manufacturer narrative:
The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The patient is reportedly doing well. The external visual inspection of the device revealed that the array was severed prior to receipt as well as cuts at the fantail region. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed severed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The reported complaint of performance decrease could not be verified during this analysis, which was limited in some respects due to the array being severed prior to receipt. This device passed all of the test performed. This older device configuration is no longer manufactured. This is the final report.

Event description:
The patient is reportedly experiencing decrease in performance. External equipment was exchanged; however, this did not resolve the issue. Revision surgery has been scheduled.